Event description:
A physician reported that a pt implanted with essure micro-inserts in 2009 reported that she had been experiencing pain since implantation. This pt did not have an essure confirmation test (hsg) performed. The physician provided results of an ultrasound which indicated one of the micro-inserts was located in the myometrium. The physician reported that she performed a hysteroscopy on this pt and could not maintain distention, so she assumed there was a perforation. Physician opened the pt's lower quadrant with abdominal incision and found a perforation in the uterus. Physician removed the perforated micro-insert and repaired the perforation in the left tube. Then, the physician performed a tubal ligation on the pt. Physician left the micro-insert in the right tube. Following removal of the micro-insert, it was reported that the pt is still experiencing pain symptoms and taking medication to manage the pain.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.